Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed lesion was located in a calcified and severely tortuous atrioventricular fistula shunt. The f/g sterling otw 4.0 x 20/80 (4f) balloon was inflated to thirteen atmospheres and ruptured. It is unknown how many inflations occurred. The balloon was removed intact. The procedure was completed with another of the same device. The patient status is listed as good with no complications reported.